Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The closure device was deployed, but needed to be partially recaptured. The tip of the was was kinked when the closure device was partially recaptured. The procedure was completed with a different was and no patient complications were noted.

Manufacturer narrative:
The returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The reported kink was not confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The closure device was deployed, but needed to be partially recaptured. The tip of the was was kinked when the closure device was partially recaptured. The procedure was completed with a different was and no patient complications were noted.